Event description:
Patient reported skin irritation in the form of burning (sensation) while utilizing the electrode. There is a report that the patient sought medical treatment. There is a report that patient treated with prescription medication. There is a report that the patient did follow the instructions for skin prep.

Manufacturer narrative:
A lot number was not provided so a DHR review could not be conducted. Event has been logged for trending purposes.